Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b3; b5; d1; d4; e1; e2; e3; g3; g4; h2; h11. The device will not be returned for analysis as part of the device was retained and the rest of the device was discarded by the hospital.

Event description:
It was reported that while a patient with maxillary hypoplasia/mandibular hyperplasia was undergoing orthognathic surgery, while using a maxilla cutting guide distal 2mm, the drill fractured. It fractured during drilling of final predictive screw hole and was then lodged in soft tissue of right side of mandible. Radiopaque fragment was identified on intraoperative xray but could not be located during tissue dissection. Approximately 3mm was retained by the patient. Decision was made by surgeon to leave fragment in place.

Manufacturer narrative:
Complaint (B)(4). H6 - proposed component code - mechanical (g04) - drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while a patient with maxillary hypoplasia/mandibular hyperplasia was undergoing orthognathic surgery, a maxilla cutting guide distal 2mm drill fractured. It fractured during drilling of final predictive screw hole and was then lodged in soft tissue of right side of mandible. Radiopaque fragment was identified on intraoperative xray but could not be located during tissue dissection. Decision made by surgeon to leave fragment in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.